Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, no red thread-like object was found. The weak air and water supply was also not reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device following an endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) procedure, a red thread approximately twenty centimeters in length came out from the tip of the device after it was washed. After the device was cleaned a second time, a piece approximately one centimeter long came out of the device. Testing of the substance that came out of the device found it was fibrin. The user stated the pre-use inspection consisted only of checking balloon inflation. Other pre-use and post-use inspection was not performed. The device was not cleaned at the bedside following the procedure. The device was brought to the washroom following the procedure and cleaned in the sink, brushed, and put in the washing machine. There was no effect on the patient due to the event. This report is for the endoscope. In order to investigate this complaint, the air/water valves (maj-1444) in use at the facility were sent to olympus for evaluation. The first air/water valve is being reported on the medwatch with patient identifier (B)(6). The second air/water valve is being reported on the medwatch with patient identifier (B)(6). The third air/water valve is being reported on the medwatch with patient identifier (B)(6). The fourth air/water valve is being reported on the medwatch with patient identifier (B)(6). The fifth air/water valve is being reported on the medwatch with patient identifier (B)(6). The sixth air/water valve is being reported on the medwatch with patient identifier (B)(6). The seventh air/water valve is being reported on the medwatch with patient identifier (B)(6). The eighth air/water valve is being reported on the medwatch with patient identifier (B)(6). The ninth air/water valve is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the damage to the air/water button resulted in pressure differences between the body cavity and the outside air, which may have led to inflow to the insufflation channel. Since it cannot be ruled out that there is a possibility of residue remaining in this device tract, exchange of the relevant tract should be performed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual chapter 7 cleaning, disinfection and sterilization procedure 7.3 bedside cleaning. Instruction manual chapter 3 preparation and inspection 3.6 inspection of combination function with related equipment inspection of air supply function. Instruction manual chapter 7 cleaning, disinfection and sterilization procedures if heavily soiled or if cleaning could not be done immediately after each case". Olympus will continue to monitor the field performance of this device.